Manufacturer narrative:
(B)(4). Methods: film review. Conclusions: blood loss.

Event description:
Additional information was received. The proximal aortic neck was 23 mm in diameter and 15 mm long, with moderate angulation. The distal aorta was 26x36 mm in diameter. The right common iliac was 7 mm in diameter, and the left was 8 mm in diameter. The femoral arteries were 5 mm in diameter bilaterally. Following the femoral-femoral bypass, drains were placed in the groins. The patient had 900 ml of blood loss from the drain in the right groin which required surgical exploration. The physician oversewed a couple areas of the right femoral graft, and the bleeding resolved. It was noted that the patient still had not been able to move the lower extremities, nor had the patient really woken up appropriately. The patient had no rectal tone and the posterior buttocks were necrotic. The patient continued to be extremely mottled from the umbilicus to below the groins. The patient's family made the decision to remove life support and provide comfort measures only. A review of returned angiogram images at implant revealed that the bifurcate was implanted just below the renals. The ipsilateral limb was placed into the right iliac, crossing over the contra limb in the distal aorta, and the ipsilateral extension was placed extending approximately 2-3 cm beyond the ipsilateral limb and into the right common iliac. The iliacs were not tortuous. Final angiogram showed no obvious flow issues through both limbs. No kinks were seen in the limbs. Images showing the reported occlusion event were not provided, and the cause of the occlusion could not be determined. It is possible that the overlapping ipsilateral limbs within the 7mm iliac artery, as well as the small femoral arteries, may have contributed. It may have also been caused by a patient condition.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, stent graft occlusion); lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six weeks ago. Aneurysm and vessel morphology were not reported. It was reported that approximately three weeks ago the patient presented emergently with sudden onset of symptoms. CT imaging revealed complete occlusion of the stent grafts which started above the flow divider and extended bilaterally into the iliac limb stent grafts. Cut down was performed bilaterally and a fogarty catheter was used to remove large amounts of thrombus from both sides. Reliant balloons were also used to remove additional thrombus. The physician was able to restore blood flow to the right iliac artery; however, the left iliac remained occluded. A femoral-femoral bypass was performed but the patient developed an infarct in the perineum. Two days later life support was withdrawn and the patient expired. There was no evidence of kinks or bends in the stent graft, no migration, and no outflow problems were observed. Lab tests revealed no coagulation abnormalities. The possible cause of the occlusion is unknown.